Event description:
Customer reached out via (B)(6) on (B)(6) 2019 letting us know she tried removal multiple times and asked husband for assistance as she could not remove it on her own. Customer went to a medical clinic after calling nurse advice line, and looking for information on removal on the internet. Doctor removed cup at the clinic. Saalt sent follow up on 10/24/2019, 11/6/2019 and 11/15/2019 without any customer response to learn more about her visit to the doctor and to offer refund for the cup.